Manufacturer narrative:
Date sent to the FDA: 07/21/2021. Additional information: g2, h4, h6. A manufacturing record evaluation was performed for the finished device batch qlmbjp, w9873t14 and no non-conformances were identified. Additional h6 component code: g07002 ¿ reported condition not confirmed. Additional h-3 summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. One empty opened box, four empty opened foils and ten packets of product code w9873t were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the eighteen packets. In order to evaluate the conditions of the packets, no defects were found on the packages. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate date sent to the FDA: 07/21/2021. Corrected information: d7a, d9, e1(initial reporter email).

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained via: [additional event information] suture breakage occurred 4 times in a row. [Lot number] unknown qlmbjp. [Qty to be returned] 4/ 24. The following information was requested, but unavailable: could you please provide the lot number? No further information is available. Procedure name? No further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via 2210968-2021-05319, 2210968-2021-05318 and 2210968-2021-05317.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.